Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient fell two days ago and since the fall the stimulation had not worked properly and had not been the same. It was noted that one of the paramedics touched the device and the patient ¿about came unglued¿because the way they fell right on it and it was very painful to the tough. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient had an appointment with the health care professional (hcp) in two days. Additional information has been requested, but it was not available as of the date of this report.